Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during and after delivering a bolus. Customer's blood glucose level went down from 600 mg/dl to 440 mg/dl. She treated her high blood glucose level with a syringe. The device was not returned.